Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that an inner part of the valve was torn and missing. The lot number of the device was identified as ¿h7209¿ or ¿h6y06¿, from the printed lot number on the sterile package returned together with the device. The manufacturing histories of both lots were reviewed with no irregularities. Considering the evaluation result, the inner part was possibly torn when the syringe for local anesthesia was inserted diagonally into the device. The instruction manual of the device has already warned as follows; angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.

Event description:
During a diagnostic bronchoscopy procedure, the subject device was used. After a syringe was inserted into the subject device to inject xylocaine, the user noticed that a black particle was in the bronchi. The procedure was completed with the subject device. The particle was not retrieved. There was no patient injury reported.